Manufacturer narrative:
The field service engineer first visited the site and found that the cells were flooded with system detergent and there was contamination in most of the water lines. The system was decontaminated. The rinse mechanism was adjusted. Calibration and controls passed. The issue recurred. The engineer returned and found that system detergent was dispensing, but not being vacuumed, causing an overflow onto the cells. The vacuum/rinse tubing was replaced, cuvettes were cleaned, and rinse/detergent volumes were adjusted. Mechanism checks were performed. Calibration and controls passed. The investigation determined the final service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for a first patient sample tested with ise indirect k for gen.2, a second patient sample tested with ise indirect na for gen.2 and a third patient sample tested with ca2 calcium gen.2 on a cobas 6000 c (501) module. The first patient sample initially resulted in a k value of 3.25 mmol/l. The sample was repeated on a second analyzer, resulting in a k value of 4.02 mmol/l. The initial value was not reported outside of the laboratory and the repeat value was deemed correct. The second patient sample initially resulted in a na value of > 188 mmol/l with a data flag. The sample was automatically repeated, resulting in a value of 163 mmol/l. The sample was repeated on a second analyzer, resulting in a na value of 141 mmol/l. No incorrect results from this sample were reported outside of the laboratory. The repeat value was deemed correct. The third patient sample initially resulted in a calcium value of 4.5 mg/dl and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting in a value of 9.7 mmol/l. The repeat value was deemed correct. The na and k electrode lot numbers and expiration dates were requested, but not provided. The calcium reagent lot number and expiration date were requested, but not provided.